Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead exhibited oversensing as well as, a variation of threshold measurements and ineffective atp. The lead was later replaced and returned for laboratory analysis. No resulting adverse effects were reported.